Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, missing shell and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified: one opening crease smooth, one curved opening/broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth assessed as fold flaw opening, one curved opening striated assessed as surgical damage, striated break of anterior assessed as surgical damage, and missing shell assessed as inconclusive cause.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.